Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 19 (max applied load exceeded) message was confirmed in the archive data but was not confirmed during functional testing. The reported ua19 advisory message could not be replicated, and the autopulse platform performed as intended during testing at zoll. A review of the archive data showed ua19 thus, confirming the reported complaint. The autopulse platform passed the initial functional testing without any fault or error. A load characterization test was performed and confirmed that both load cell modules were functioning within the specification. Subsequently, the autopulse platform was subjected to a run-in test, and the platform passed the test without any issues. Ua19 was not reproduced. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, the user advisory 19 advisory message alerts the operator that the load plate has detected too much weight being applied. The ua19 error can be cleared by restarting the platform. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The customer reported during shift check, the autopulse platform (sn 35803) displayed user advisory (ua) 19 (max applied load exceeded) message that could not be cleared. The error was displayed after the platform performed a few compressions. No patient involvement.